Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and mildly calcified superficial femoral artery. A 6.0mmx150mmx150cm (4f) sterling balloon catheter was advanced for dilatation. However, during initial inflation at 8 atmospheres for 1 minute, the balloon ruptured. The device was removed from the patient's body without any problem and pinhole on the balloon was noted. The procedure was completed with another of same device. No patient complications were reported and the patient status was good.